Event description:
Indication: common variable immunodeficiency, unspecified. Patient reports that his freedom 60 pump (serial number and expiration date not provided) is completely broken. No further details provided. Unknown if patient missed a dose; had an interruption to therapy or if adverse event(s) resulted due to device issue. Pharmacy to replace pump. Unknown if device associated with event is available for return. No return material sent to pt. No missed dose(s) or adverse event(s) reported due to product issue. No further into.